Event description:
During clinic follow up, far r oversensing and automatic mode switch were observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.